Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 18529336 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the device came out during use for a superficial femoral artery (sfa) ipsilateral approach after the sheath was exchanged to a non-cordis sheath. There was no reported patient injury. The device will not be returned for evaluation.